Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported an event of difficulties with aspiration during surgery, in the phaco phase. The event did not cause any delay on surgery and there was no patient harm. Additional information has been requested but not receive to date.